Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced severe pain in his upper abdomen, and a burning sensation over the pump area. The patient was taken to the hospital and it was found that the area above the pump was warm to touch on the patient's skin. An echo was performed and little to no flow was noted per the cardiologist, and the aortic valve was opening with every beat. A decision was made to exchange the pump. The patient remains ongoing on the new lvad.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.